Event description:
The customer reported that the alarm has multiple damages to it, but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned unit found that there is no chirping sound due to low battery power. The battery door is missing and the front speaker case is broken. The unit does not powers up with batteries, but powers up with a 9-v adaptor. The voice is static and the unit will not go into hold mode. Note: instructions for use state that always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).